Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a balloon rupture occurred. The 99% stenosed target lesion was located in the non calcified moderately tortuous left external iliac artery. The 4.0 x 40/135 sterling mr balloon catheter was used but it ruptured on the first inflation at 6atms. The procedure was completed with a another 4.0 x 40mm and a 6.0 x 40mm sterling balloons. No patient complications were reported and the patient's status is okay.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not returned for evaluation; therefore a technical analysis could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).